Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. A failure event observed during analysis. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found full breached optim sheath degradation between shock coils. The lead insulation was noted intact at this location. All other damage noted is consistent with procedural damage.